Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional requested review of the presenting electrogram. Technical services (ts) reviewed per request. Ts advised there is evidence of loss of capture on the left ventricular channel of this cardiac resynchronization therapy defibrillator (crt-d) system. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.